Event description:
Patient reported to have undergone a right partial knee arthroplasty on (B)(6) 2010. Patient further reports being revised on (B)(6) 2011 due to dislocation during which the polyethylene tibial bearing was removed and replaced. Subsequently, a second revision was reported in which the patient was converted to a competitor total knee system. A review of medical records reveals the revision took place on (B)(6) 2013. According to medical records, the patient reports continued pain and nerve damage due to compression of the saphenous nerve. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixations and improper positioning." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-02575/02576).

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2010 and that two revision procedures were performed due to patient allegations of tibial bearing dislocation. The patient further reported that her partial knee was replaced with a total knee system during the second revision. A review of invoice history confirmed the initial surgery date and that a revision procedure was performed on (B)(6) 2011 to remove and replace the tibial bearing; however, an invoice could not be located to confirm the date of the second revision procedure where the patient was converted to a total knee system. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone a partial knee arthroplasty on (B)(6) 2010 and that two revision procedures were performed due to patient allegations of tibial bearing dislocation. The patient further reported that her partial knee was replaced with a total knee system on (B)(6) 2012 through (B)(6) 2012. A review of invoice history confirmed the initial surgery date and that a revision procedure was performed on (B)(6) 2011 to remove and replace the tibial bearing; however, an invoice could not be located to confirm the surgery date of the (B)(6) 2012 through (B)(6) 2012 procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.